Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report. Further information requested but not received. Event date is an estimation.

Event description:
It was reported that during the patient's explant procedure (related manufacturer reference number: 1627487-2019-13187), the physician had difficulty removing the patient's lead. Reportedly, the lead appeared to disintegrate and insulate came off, which exposed internal wiring. As a result, the lead was partially left in the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.